Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
Post procedure, end of evlt ops fiber appeared to be burnt. When viewed under microscope that the surface of the ops has totally been burned, indicating the fiber had fractured. There was no reported patient harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was an 55-ops evlt fiber. A visual evaluation of the disposable device noted the fiber tip end exhibited discoloration and appeared to be burnt. During functional testing, it was noted the fiber had been previously fired. The power output was considered to be low, which could have been potentially caused by the burnt cladding. This complaint event was incorrectly identified as a fiber fracture. The tip of the fiber was burnt/discolored. Upon sample evaluation, it was determined this complaint does not meet the criteria of a reportable event. This supplemental med watch is being submitted in order to close the complaint file. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The directions for use, which is supplied to the end user with this catalog number, contains the following statement "the end user is to align the compression clamp with the proximal site mark on the fiber and then tighten the compression clamp. The sheath is then to be withdrawn (with optical fiber) at a rate consistent with the venous anatomy". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).